Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge septum was observed to be damaged during the loading process. Cartridge was not used and another cartridge was filled with insulin. Pump therapy was resumed. Customer's blood glucose was within range (value not provided).